Manufacturer narrative:
On (B)(6) 2015: customer called back to report their blood pressure levels had come down. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
Reportedly, the customer was reconnecting the infusion set tubing after taking a shower and did not see insulin drops. Customer's blood glucose level was 405 mg/dl. During troubleshooting with tandem technical support, it was confirmed that the pump was delivering basal and the customer may not have seen the insulin drops due to the low basal rate. Customer reattached the infusion set to the site and was satisfied.